Event description:
It was reported that the patient had uncontrolled pain on (B)(6) 2013 and did not respond to adjustments made by physician closer to the patient¿s home. A normal dye study was performed on (B)(6) 2014. The patient reported increased burning pain following a clinician administered bolus on (B)(6) 2014. A single bolus was administered to determine if the patient would receive pain relief. The diagnostic was abnormal, as the patient reported increased burning pain. Other actions taken included an unscheduled clinic visit and reprogramming that took place on (B)(6) 2014. The severity was mild (defined as, does not interfere in a significant manner with the subject¿s normal functioning level). The issue was related to the entire catheter and possibly related to the patient¿s morphine. The patient¿s healthcare professional (hcp) recommended a 25% decrease on (B)(6) 2014. The patient preferred to have recommendation sent to anther hcp closer to the patient¿s home. It was reported that the patient¿s pain may be secondary to opioid induced hyperalgesia or an inflammatory mass. It was later reported there was not any diagnostic on the patient and the potential inflammatory mass. T he patient was no longer a patient of the clinic. The healthcare professional (hcp) suggested that repositioning the catheter might help the patient¿s symptoms. The hcp sent her notes to the patient¿s new hcp, as the new hcp planned to revise the patient¿s catheter. The patient¿s outcome was unresolved with no further actions planned as of (B)(6) 2014. The patient¿s pump was used to infuse compounded baclofen or morphine sulfate. It was later clarified that the pump was used to infuse morphine sulfate.

Event description:
It was reported that the patient had not had adequate pain relief since implantation. Other medication (oral, etc) the patient was taking at the time of event included 3 vicodin per day. A qualified health care professional (hcp) noted a catheter malfunction despite normal dye study and recommended to move the catheter to a different location. The hcp also reported early inflammatory mass and recommended catheter revision/relocation. The patent had increased groin pain from the coccyx to the anterior pelvic area with 1 mg bolus administered. At the time of report, the patient had refused treatment because of the distance the patient would need to travel. The hcp wanted the patient to have a catheter revision for possible early inflammatory mass. These recommendations were sent to another hcp per the patient¿s request.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that uncontrolled pain was not applicable to this event.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s clinical diagnosis included uncontrolled pain. The event was on-going or unresolved as of (B)(6) 2014. Logs provided indicate the pump was used to infuse morphine and bupivacaine on (B)(6) 2014.